Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Factors that may contribute to guide/sheath separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during removal of the device. The patient effect of ischemia is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. The subsequent patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide complications contained in the article are filed under separate medwatch report numbers.

Event description:
Information received via a japanese article which included the following case study: it was reported that an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) was attempted with a proglide device after an endovascular treatment interventional procedure using a 6f sheath. Reportedly, the device became stuck in the patient anatomy. During removal, the sheath separated and remained in the patient. A guide catheter was inserted from the opposite side and hemostasis of the rcfa was achieved with a balloon. Biopsy forceps were able to grab the separated sheath and brought to the opposite side, but it could not be retrieved into the introducer sheath, and remained in the left common femoral artery. Manual compression was used to achieve hemostasis at the left common femoral artery access site. The next day, the patient was transferred to another hospital due to acute limb ischemia. Surgery was performed to remove the sheath. No additional information was provided.